Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the set screw in the implantable pulse generator (ipg) would not tighten. Another ipg was used. No patient complications have been reported as a result of this event.